Event description:
A medtronic representative reported that, during a cranial resection, the navigation system did not connect properly with the camera. To continue, a different navigation system was brought in and the surgeon completed the procedure with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement devices shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the returned positioning sensor unit (psu) has many scratches all over the housing and lenses. The system control unit (scu) powered on and had communication. When the psu was connected with the returned system control unit (scu), the psu powered up and communicated without issue. The pair ran for 24 hours uninterrupted, without displaying the reported failure. The psu failed an aak test at .59 mm, but this failure does not relate to the reported allegation. On (B)(6) 2014 replacement ext scu cable & int scu to psu cable were shipped to site. Both parts were returned to manufacturer, unused. On (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed.